Event description:
The facility reports the resident was elevated in a tub lift chair. Resident was buckled in when raised and icwered into the tub. After the bath, the resident was raised and turned out of the tub. The resident leaned forward; the aide tried to push them back in the seat. The resident slid out of the chair suffering a fractured pelvis.

Event description:
The facility reports the resident was elevated in a tub lift chair. Resident was buckled in when raised and lowered into the tub. After the bath, the resident was raised and turned out of the tube. The resident leaned forward; the side tried to push her back in the seat. The resident slid out of the chair. Suffering a fractured pelvis.